Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded out of range atrial intrinsic amplitude measurements resulting in an alert in the remote home monitoring system. Review of the presenting electrogram (egm) noted no sensing anomalies as a result. Further review of stored device data in the remote home monitoring system noted the device exhibited farfield r-wave oversensing on the atrial channel resulting in short inappropriate atrial tachy response (atr) mode switches. Additionally, the right ventricular (rv) lead exhibited variable threshold measurements. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.